Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. Additional information was requested, but no patient/event details have been provide to date. Should additional information become available a follow-up report will be submitted.

Event description:
A nurse reported the end user had shortness of breath and was transferred to a critical care unit due to a possible reaction to the product approximately one year ago occurring in the (B)(6) of 2013. It was stated "the possible involved product was kaltostat wound dressing:.